Event description:
During an initial implant procedure of a ventricular leadless pacemaker (vlp) on (B)(6) 2025, it was reported the helix of the vlp was stretched. The vlp was not used and a new vlp was successfully implanted. The patient was stable throughout the procedure.